Event description:
Information was received from a patient who was implanted with a neurostimulator for phantom limb pain and spinal pain. It was reported that the patient was seeing a power on reset and therapy had stopped due to the por. This occurred on (B)(6) 2016. The patient saw the por when they were trying to turn on their stimulator. It was reported that it was an informational por. The patient was able to successfully clear the information por with their patient programmer. Therapy was turned back and was reported to be adequate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.